Event description:
It was reported prior to starting a da vinici s procedure that the mega needle driver instrument was noted to have a barbed wire. No patient harm, adverse outcome or injury was reported

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment is approximately 0.03 in length. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.